Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. When the physician was attempting to position the wds in the laa both the was and wds became kinked. Both devices were removed from the patient and replaced with new devices. The wds was also noted to have a thrombus inside that could not be flushed. The new was and new wds were then used to successfully complete the procedure. There were no patient complications that occurred as a result of this event.